Manufacturer narrative:
During processing of complaints , attempts were made to obtain the weight and complete event information . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had loss of therapy and pc displayed " generator has reached end of service." To address this issue patient may be awaiting surgical intervention at a later date. Further information was requested but not obtained.

Event description:
Additional information received indicated that patient had an ipg replaced on (B)(6) 2020.postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.